Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 4 and 24 hours they had pain at the pod infusion site and noticed the pods needle had not retracted upon initial activation. In addition the patient reports being unsure if the cannula had properly inserted at the pod infusion site. As treatment, the patient applied a new pod.